Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warning, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was noted to be due to misalignment. The component was damaged in an effort to correct this misalignment with excessive force.

Event description:
It was reported that patient underwent a shoulder repair procedure on (B)(6) 2014. While seating the suture anchor, the metal tip of the suture anchor fractured. The fractured tip remains in the patient's glenoid bone.